Event description:
A customer contacted beckman coulter inc. (Bci) stating that erroneous results were obtained for a patient sample after the complete blood count (cbc) lyse was mistakenly replaced with the clenz reagent on the coulter lh 750 analyzer. The erroneous results were reported out of the laboratory. The customer identified that the reagents were switched because they were having an h/h failure and during the troubleshooting process, the customer technical support (cts) had the customer check the cbc lyse reagent. The sample was rerun on an alternate instrument and results from this instrument were sent out as a corrected report. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in 5ml bd tube and stored at room temperature. The sample was 20 minutes old before processing. Per the customer, the controls were not run after the event because service had to flush out the cbc lyse reservoir. The customer replaced clenz with correct lyse reagent once they discovered what had occurred. A field service engineer (fse) reviewed customer control recovery, performed start-up, and ran controls. The fse verified repair per established procedures. Results met published performance specifications. The root cause was operator error.